Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tablet did not recognize the wands. Incisions had already been made when the decision to cancel the medical procedure was made. After a delay of 6 hours and a replacement device was obtained, they began a new medical procedure that was completed successfully.